Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the laser for the thermal therapy system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The laser was returned to the manufacturer for evaluation. Testing found that the laser of the thermal therapy system was losing power. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Concomitant medical products: other relevant device(s) are: product ID: 9735552, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while testing the thermal therapy system, the system failed laser calibration on the 10w and 15w checks. There was no patient present when this issue was identified. It was later reported that the unit did not pass the low limit benchmark of the 10w and 15w testing.